Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot number combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported suture lock up using the involved angio-seal device. The following information was provided by the user facility: head of the nursing team reported the suture did not release from the spool inside of the secure cap; they were not able to use any closure device; they had to compress manually; and there was no harm to the patient.

Manufacturer narrative:
One 6f angioseal vip was returned to terumo medical corporation in (B)(6). The carrier tube assembly was mated with the hemostasis sheath and was in rear lock position upon receipt. A blood-like substance (bls) was seen on the returned components. The leading leg of the anchor was visible in the carrier tube upon closer inspection. The arteriotomy locator was returned as well. During functional testing, the device was pushed to full forward lock position and the anchor exited the carrier tube. Upon pulling the assembly hub to rear lock position the anchor posted against the distal end of the carrier tube as intended. The anchor was manually pulled to reveal collagen which was covered in dried blood like substance. Further steps of functional testing were not possible since the blood like substance caused tamper tube to stick and seize within the carrier tube. The exact root cause cannot be determined with the available information but it is likely that the device was not pushed to full forward lock. Upon functional testing no anomalies were found and the device worked as intended. The complaint is confirmed for non deployment. The likely cause of non deployment was user error. The device was functionally tested and worked as intended. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.